Event description:
On (B) (6) 2009, the pt experienced elevated blood glucose of 240 mg/dl. He found the infusion set tubing was kinked. He changed the infusion set and bolused through the infusion device. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was replaced and requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.